Event description:
The female pt had two cypher stents implanted, one in the proximal left circumflex (lcx) and one in the ramus intermediate artery. Three months later restenosis in both lesions. This was treated with balloon inflations and an additional stent placement. This pt was admitted to the hosp with a chief complaint of angina. The pt was currently taking aspirin, bete blocker, statins, and ace-inhibitors. The pt was taken electively to the cardiac cath lab, where angiography revealed a bifurcating lesion of the lcx and the ramus intermediate. The lesion were de novo, ostial stenoses of 90% (lcx) and 80% (ramus). A bolus of angiomax was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The bifurcating lesion was predilated. A 2.5 x 13mm cypher stent was deployed in the osial lcx and a 2.5 x 8mm cypher stent was deployed to the ostial ramus with satisfactory results. The stents were not post-dilated. Flow through the stented segment was timi 3. Approx three month later, repeat angiography demonstrated a restenosis of the previously treated bifurcation. This was treated with balloon inflations in both the lcx and ramus and an additional stent placement (taxus) in the lcx.